Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device met relevant specifications. The product had not caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used two-way silicone foley catheter received with meter bag. Visual inspection of the sample noted no obvious visible defects. No root cause could be found because the reported event was unconfirmed. A DHR review was not required as the investigation was unconfirmed. As the reported event is unconfirmed a labeling review is not required. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the actual/suspected device was evaluated.

Event description:
It was reported that the tip of the foley came off after it was inserted in the patient and the distal end of the catheter was missing. Customer further reported that the balloon burst while inflating and it sprayed everywhere, there was no patient involvement. Follow up via phone on 15mar2021, the customer noted that the broken piece was not found but it was no longer in the patient. No patient impact was reported. Also, stated that while inflating the balloon, the sterile water sprayed everywhere while the catheter was inserted, and two samples were available for evaluation . No patient impact was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the tip of the foley came off after it was inserted in the patient and the distal end of the catheter was missing. Customer further reported that the balloon burst while inflating and it sprayed everywhere, there was no patient involvement. Follow up via phone on 15mar2021, the customer noted that the broken piece was not found but it was no longer in the patient. No patient impact was reported. Also, stated that while inflating the balloon, the sterile water sprayed everywhere while the catheter was inserted, and two samples were available for evaluation . No patient impact was reported.